Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that during a recent revision the physician accidentally clipped a lead and broke it. The patient will undergo a lead revision procedure.